Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced low blood glucose levels. The blood glucose reading was 48 mg/dl, which the customer treated with a meal, beverage, and glucose tablets. She stated that she had been experiencing low blood glucose levels since wearing the insulin pump. She was not admitted as an inpatient for medical treatment. The customer stated that she had low blood glucose because of the insulin delivery from a bolus. Advised the customer to disconnect from the device. The call was dropped before troubleshooting could be completed. Nothing further reported.